Manufacturer narrative:
(B)(4). Section d4: the lot numbers and expiration dates of the affected rt265 infant dual-heated evaqua2 breathing circuit are: 2103603207, 31 jan 2030, 2103683778, 20 mar 2030, 2103650183, 05 mar 2030. Section h4: the device manufacturer date of the affected rt206 adult ventilator circuits are: 31 jan 2025 (lot: 2103603207), 20 mar 2025 (lot: 2103683778), 05 mar 2025 (lot: 2103650183). Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel (f&p) healthcare field representative, that three rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel (f&p) healthcare field representative, that three rt265 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: the lot numbers and expiration dates of the affected rt265 infant dual-heated evaqua2 breathing circuits are: 2103603207, 31 jan 2030, 2103683778, 20 mar 2030, 2103650183, 05 mar 2030. Section h4: the device manufacturer date of the affected rt265 infant dual-heated evaqua2 breathing circuits are: 31 jan 2025 (lot 2103603207), 20 mar 2025 (lot 2103683778), 05 mar 2025 (lot 2103650183). Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuits and additional information were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject devices were not able to be returned to f&p healthcare for evaluation as they had been destroyed by the healthcare facility. Conclusion: based on the information provided by the healthcare facility and without the return of the subject devices, we are unable to confirm or determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions for the rt265 infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.